Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller through various troubleshooting steps, but the screen remained unresponsive, showing a red blinking led and vibrating intermittently. Cts arranged for a replacement pump to be sent and advised the caller on storage and return procedures for the malfunctioning pump. The caller was informed they would receive a pump with updated software and confirmed understanding of the shipping and return process.